Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed with tandem technical support (cts) and no issues were identified. Customer changed the pump supplies to address the issue. Reportedly, the customer was wearing pump supplies for 5 days. Tandem clinical support advised customer that wearing pump supplies for 5 days is off label per the tandem user guide. Customer¿s blood glucose level was 147 mg/dl